Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 500mcg/ml lioresal at 50mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump had stalled during a MRI. It had been more than 2 hours since the patient left the MRI field. The MRI was not done related to a device/therapy issue. No symptoms were reported. No further complications were reported.